Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eoq to psv.

Manufacturer narrative:
Olympus contacted the user facility to obtain more information regarding the report event and was informed that the remaining balloons were discarded following the procedure. The user facility reported that there was no device fragment left inside the patient and according to the user facility staff, the most likely cause of the reported event is not completely deflating the balloon prior to withdrawal.

Event description:
Olympus was informed that during an endobronchial ultrasound (ebus) procecedure, one balloon burst while withdrawing the scope from the patient's airway. The doctor was able to extract the balloon pieces from the patient. The intended procedure was completed, and there was no patient injury reported.